Manufacturer narrative:
At this time, the lead has been returned but evaluation is not yet complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant that could not be completed. Reportedly, the physician experienced difficulty deploying the helix after initial placement, then the lead was not able to capture in the initial position. The physician repositioned the lead and again experienced difficulty deploying the helix. Pacing impedances were then noted to be high out of range. The physician withdrew the lead and placed an alternate lead successfully. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as device evaluation has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. This likely also caused or contributed to the reported high impedance and failure to capture.